Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Critical ram parity error logged on (B)(4)-2010 in address "1e 87". Por severity is considered low as device should be able to fully recover after reset. Device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device had a power on reset (por). No parameters have been changed. The device remains in use. No patient complications have been reported as a result of this event.